Event description:
It was reported that during use, the device exhibited a frequent occlusion alarm. There was no patient harm or adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log confirmed a record of the high-pressure alarm occurred a total of 7 times during pump operation. Functional testing could not replicate the reported issue; the occlusion detection level of the downstream occlusion (dso) sensor was within the standard. The root cause was determined to be a possible defective downstream sensor or cassette product. Preventively, the downstream sensor was re-calibrated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.